Event description:
Procedure: inguinal hernia repair. According to the reporter: dr (B)(6) did an initial inflation and the balloon popped. A second device was opened inserted and the case proceeded with no other incident.

Manufacturer narrative:
(B)(4).